Event description:
Ordered batteries from physio control for the lp20. The original battery we received from physio-control was from the manufacturer sanyo and the amperage (amp) was 3000 milli amp hours (mah.) The battery we just received from physio-control was from the manufacturer, fdk, and the amp is 2560mah and does not meet the specs given to us in the lp20 service manual. Our biomed manager questioned physio-control about whether or not the battery specs had changed. He also questioned them about the change in the battery manufacturer.